Event description:
It was reported that spontaneously occuring artifact consistent with a non-cardiac source was observed simultaneously on both the right atrial (ra) lead and the right ventricular (rv) lead. Noise could not be replicated on demand with provocative measures. Additionally, the device recorded over 5000 short v-v intervals in the last 6 months as well as a number of high rate episodes related to short v-v intervals. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 5076-58 non defib lead, implanted: (B)(6) 2007. (B)(4).